Event description:
Of the poly bearing there were only 2 larger fragments left, which were the anterior and the posterior tip. All the rest was brittle (broken in small pieces). The tibial metal component presented signs of friction metallosis around the middle.